Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97745nt, s/n (B)(6), revealed bent lithium ion battery contacts causing charge/power issues. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they went to charge the implantable neurostimulator (ins) and it kept telling them to reposition. Pt said they would look to check for a connection but the controller battery was depleting and ins battery was not increasing. Pt said the screen displayed that they "need a new battery" (pt said green light on controller was not flashing). Pt mentioned that they had already tried taking the battery out. Patient services (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and pt was seeing the no device found screen. Pt selected recharge and saw the install mdt battery pack screen. Pt tried removing the battery, reinserting it, and saw a flash of green. Pt then removed the battery again and inspected the battery compartment. Pt said one of the pins in the compartment appeared to be shorter than the other 3. Pt tried reinstalling the battery again and still received the install mdt battery pack message. Pt also reported that they had a damaged intellis belt. The patient mentioned unrelated medical history including pt mentioned that they have cataracts. Pt also mentioned that they fell b ack in october and broke their ankle (3 brakes and several fractures). Additional information was received from the patient (pt). It was reported that pt called back from number registered describing the recent patient telemetry module (ptm) replacement was not communicating with ins without having recharger telemetry module (rtm) connected. Current battery levels provided: ptm 100%; ins 80%. Pt also reported they did not receive replacement recharging belt as expected. No symptoms were reported.